Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from (B)(6) of peritonitis in a subject coincident with dianeal pd4 therapy for continuous ambulatory peritoneal dialysis (capd). Pd therapy was ongoing. On (B)(6) 2009, the subject experienced peritonitis. The primary contributing factor for the event was unknown. On (b)(64) 2009, the subject began treatment with vancomycin (ip, dose and frequency not reported), gentamicin (ip, dose and frequency not reported), and levofloxacin (oral, dose and frequency not reported). On that same day, vancomycin and gentamicin were stopped. On (B)(6) 2009, levofloxacin was stopped. The patient recovered from this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.